Event description:
Patients caregiver called in to report a service error code. The service required event code indicates a wcd system issue that if it were to recur could result in the wcd failing to provide needed therapy.